Manufacturer narrative:
Model number/catalog number: sc-2218-50e, serial number: (B)(4), batch/lot number: 5139068, model/catalog description: linear st trial lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was in severe pain during the trial period. The patient had an early lead pull and pain was alleviated.